Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the implantable pulse generator (ipg) performed a reset due to an interrupt which was most likely caused by a flipped bit into the ram-ware. After the reset the ipg restored to the programmed parameters via the backup eeprom. The ipg remains in use. No patient complications have been reported as a result of this event.